Event description:
It was reported the original rv lead was replaced due to a fracture, high impedances and oversensing. The three attempted rv leads were not implanted as the coils appeared "separated" and the leads' helix would not extend. None of the 3 leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor was distorted and the sprint quattro defib coil was distorted. Full lead returned and analyzed. (B) (4) defib conductor was distorted and the sprint quattro defib coil was distorted. Full lead returned and analyzed. (B) (4) no anomalies found; however, blood was noted in the helix mechanism. Full lead returned and analyzed.